Manufacturer narrative:
The manufacturer previously reported a patient was allegedly hospitalized after using a cough assist device. The patient was admitted to the hospital for aspiration and rhinovirus. The device was returned to the manufacturer's service cener for evaluation. The device was tested and was found to operate and alarm to design specifications. The manufacturer concludes the device did not cause or contribute to the patient's hospitalization. It appears the hospitalization was caused by the patient's medical condition.

Event description:
The manufacturer received information alleging a patient was admitted to the hospital after using a cough assist device. The patient was admitted to the hospital for aspiration and rhinovirus. The device has yet to be returned to the manufacturer for evaluation. A follow up report will be submitted when the manufacturer has completed the investigation.